Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires and was sparking. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Though multiple attempts were made to contact the customer to get additional complaint information and to get the product back, contact with the customer was not successful. As of the date of this report, contact has not been made and the power supply has not been received for testing/analysis. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.